Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked. The reporter stated that the leak was at the ¿intermediate connector intended for installation of infusion set.¿ this occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph was performed with the naked eye. The reported condition was verified by photographic analysis. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.